Event description:
It was reported that the gastrointestinal videoscope had noisy image. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1: due to word limit, the name of the facility should be (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Device returned and not reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout and image whiteout occurred. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.